Event description:
The customer reported a loud pop was heard and thereafter the system failed to display an image. This system failed to display an image and/or produce fluoroscopy attributed to arcing. This is a reportable event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. The system operates as intended.